Event description:
A malfunction alarm was reported by the customer, identified as malf 9. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, which did not experience the same malfunction again. The customer was advised to continue using the pump and instructed to call back if the issue recurred.